Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 32 mg/dl and 40 mg/dl and the customer treated with food. The customer's blood glucose level at the time of the call was 72 mg/dl. The device alarmed a hardware low level failure during self-test. The device passed self-test and displacement test. Troubleshooting was declined for the low blood glucose levels. It is unknown if the auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No over delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly.